Event description:
It was reported on 08/29/2000 an external medwatch form number 3600890000-2000-00001 that the (1) 35nlt was used during a lap salpingo-00phorectomy procedure. It was reported by the rep that the surgeon put the trocar in the wound. Prior to entering the abdomen the tip of the obturator came off inside the pt. The surgeon removed the tip of the 5mm obturator without incident.